Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37746, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
It was initially reported the patient was having numbness in both legs, with the right leg having been worse. It was reported the patient had what felt like a cyst in the pocket site. The patient went to urgent care on (B)(6) 2013 but was turned away due to not treating pain stimulation therapy. It was reported the patient¿s symptoms occurred following a position change. Approximately a week prior to (B)(6) 2013 the patient had been working and sitting for 9.5 hours straight, and when they stood up they ¿didn¿t feel right.¿ the patient had tried multiple settings on the device and turned stimulation off for 48 hours but their numbness persisted. It was later reported the patient had been seen the day of report by a manufacturer¿s representative and the device was programmed. It was reported the patient¿s coverage seemed to change and the patient¿s physician thought the lead had moved. The patient was scheduled to receive an x-ray and was scheduled to see the physician on (B)(6) 2013. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).